Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device would not cut correctly. Used a similar device to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 08/15/2007. Info anticipated, but unavailable at this time.